Manufacturer narrative:
(B)(4). Summary of investigational findings: no imaging has been provided and based on the very limited information the exact reason for the filter to be found lodged in the right ventricle three days after filter implant cannot be determined. Also, it cannot be determined, why the filter hook could not be engaged during reported retrieval attempt with a cook medical retrieval device (gtrs). Under normal conditions, i.e. 15 mm <ivc< 30 mm, the radial force of the filter will ensure proper attachment of the filter legs to ivc. However, filter migration is a known risk in relation to filter implant reported in the published scientific literature. IFU, contraindications: megacava (diameter of the ivc > 30mm). Manipulation in the area of the filter implant or a blood clot captured inside the filter may cause migration or contribute to changes in the filter configuration and placement. Investigation found no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: "patient was in the cath lab to have his tulip ivc filter removed. First x-ray image revealed tulip was lodged in the right ventricle of the heart. Interventional radiologist could not engage the hook of the filter and the legs of the tulip were engaged in the tricuspid valve. Anesthesia was called to intubate and stabilize the patient. Patient was taken by a cardio-thoracic surgeon to surgery. Echo-cardiogram was performed. Patient's blood pressure dropped and pericardiocentesis had to be performed. Pigtail catheter was placed to drain fluid from the pericardia and patient was taken to o.r. For open heart surgery." Update received 25apr2016: "the patient is out of the ICU, back on the floor, and doing well." Patient outcome: adverse effects reported: pericardial effusion, heart function. The filter was ultimately removed from the patient, by a cardiothoracic surgeon in the operating room. The filter was sent to pathology at the hospital after it's surgical removal.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to complainant: "patient was in the cath lab to have his tulip ivc filter removed. First xray image revealed tulip was lodged in the right ventricle of the heart. Interventional radiologist could not engage the hook of the filter and the legs of the tulip were engaged in the tricuspid valve. Anesthesia was called to intubate and stabilize the patient. Patient was taken by a cardio-thoracic surgeon to surgery. Echo-cardiogram was performed. Patient's blood pressure dropped and pericardiocentesis had to be performed. Pigtail catheter was placed to drain fluid from the pericardia and patient was taken to operating room for open heart surgery". Update received (B)(6) 2016: "the patient is out of the ICU, back on the floor, and doing well". Patient outcome: adverse effects reported: pericardial effusion, heart function the filter was ultimately removed from the patient, by a cardiothoracic surgeon in the operating room. The filter was sent to pathology at the hospital after it's surgical removal.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Summary of investigational findings: the complaint was reopened, because imaging was provided and reviewed. Three days after implant the cook günther tulip filter had migrated to the right ventricle. Retrieval attempts were unsuccessful, the heart rate slowed on a number of occasions and the patient suffered from severe episodes of bradycardia, pericardial effusion, and symptomatic pericardial tamponade requiring urgent pericardiocentesis and pericardial catheter placement. Filter was successfully removed by open surgery. Per the complaint report and pertinent medical records, a gunther tulip ivc filter was placed in the setting of extensive left lower extremity deep vein thrombosis with pulmonary emboli. There was no discussion regarding tenuous vital signs or instability to suggest an ivc filter was necessary in the setting of dvt, despite planned intervention. However, there may have been additional clinical factors present that would have suggested patient would not have been able to tolerate significant more pe burden, or if the thrombus in the external iliac vein was felt to be free floating, therefore, fulfilling a criterion for ivc filter placement. Unfortunately, none of the images from time of ivc filter placement, nor the subsequent thrombolysis/thrombectomy were submitted for review. Per the dictated report, a gunther tulip ivc filter was placed in an infrarenal location via a right jugular approach without incident. The dictated report states the infrarenal ivc was "normal caliber" with no thrombus or filling defects identified within the ivc. On previous CT scan of the abdomen from 2005, and a CT scan of the chest performed on the same day which partially imaged the infrarenal ivc, there was no evidence of a mega-cava. Thrombolysis and thrombectomy as well as angioplasty was performed via a popliteal approach for the extensive left lower extremity deep vein thrombosis involving the common femoral, femoral and popliteal veins. No images were submitted from this portion of the procedure. There is note made of the feet of the ivc filter seen at the l2/l3 level at the conclusion of the procedure, however, this image was not submitted for review. The next reference to the ivc filter was 3 days later, where again, no images were submitted for review. The procedural report states the gunther tulip ivc filter had migrated to the right ventricle as seen on the initial scout view of the chest, prior to gaining vascular access. Attempts at removing the ivc filter endovascularly were unsuccessful, and unfortunately resulted in emergent placement of a pericardiocentesis drain due to developing cardiac tamponade during attempted retrieval. Patient was brought to the or emergently for thoracotomy and open surgical removal of the ivc filter which was described as being entangled within the chordae of the tricuspid valve with the hook oriented towards the rv apex with ecchymosis indicating likely location of perforation. The ivc filter was successfully removed surgically. Given the described orientation of the filter hook directed towards the rv apex, percutaneous retrieval would essentially be impossible. Subsequent imaging demonstrates postoperative course with low lung volumes, supportive lines and tubes, and sequential removal of these supportive devices over the following few days. A follow-up CT scan performed twenty days later, as patient presented back to the emergency room with chest pain demonstrates expected postsurgical changes status post median sternotomy with evolution of the small pulmonary emboli present. Follow-up ultrasound performed eleven months after filter removal as well as a follow-up CT scan performed on the same day demonstrates near complete resolution of the clot within the left lower extremity with only minimal nonocclusive thrombus remaining. The CT scan continues to demonstrate evolution of the postsurgical findings following a median sternotomy with evolution and near complete resolution of the pulmonary emboli. However, there are still small synechiae present within the interlobar pulmonary artery. There is also suggestion of minimal rv dysfunction given the reflux of contrast into the hepatic veins. Unfortunately, without the images associated with placement of the ivc filter, the subsequent thrombolysis/thrombectomy, and the fluoroscopic images at time of attempted ivc filter retrieval, it is difficult to determine potential cause of the filter migration. Per the operative report, although not confirmed due to the lack of images, the ivc filter was reportedly in stable location at the end of the thrombectomy/thrombolysis procedure. There was no evidence of mega-cava on previous abdominal CT scan or on the limited evaluation seen on the CT scan of the chest. There are also no described filling defects within the ivc, again, this cannot be confirmed due to the lack of submitted images. In this case, the cause of migration remains indeterminant, but given the clinical scenario it may potentially be due to a large clot in the filter. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. The device history record was reviewed with no evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Summary of investigational findings: reopened since additional information was provided: three days after filter implant physician made unsuccessful retrieval attempts of the cook gunther tulip filter, both via the jugular vein and via the right common femoral vein. When retrieval of the filter proved to be unsuccessful, and following further examination of the [pt] with fluoro, physician noted that the cook gunther tulip filter had migrated from the inferior vena cava and was lodged in the right ventricle of [pt]s heart. During the numerous attempts to retrieve the cook gunther tulip filter, [pt]s heart rate slowed on a number of occasions and [pt] suffered from severe episodes of bradycardia, pericardial effusion, and symptomatic pericardial tamponade requiring urgent pericardiocentesis and pericardial catheter placement. Filter was successfully removed by open surgery. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. In this case no imaging was provided and therefore, it would be inappropriate to speculate at what may or may not have led to the filter migration. However, it is reported that "when retrieval of the filter proved to be unsuccessful, and following further examination of the [pt] with fluoro, physician noted that the cook gunther tulip filter had migrated from the inferior vena cava and was lodged in the right ventricle of [pt]s heart", and therefore it is assumed that the retrieval attempts caused the filter to migrate. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Investigation found no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 03nov2017: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2016". "On (B)(6) 2016, physician made unsuccessful retrieval attempts of the cook gunther tulip filter, both via the jugular vein and via the right common femoral vein. When retrieval of the filter proved to be unsuccessful, and following further examination of the [pt] with fluoro, physician noted that the cook gunther tulip filter had migrated from the inferior vena cava and was lodged in the right ventricle of [pt]s heart. During the numerous attempts to retrieve the cook gunther tulip filter, [pt]s heart rate slowed on a number of occasions and [pt] suffered from severe episodes of bradycardia, pericardial effusion, and symptomatic pericardial tamponade requiring urgent pericardiocentesis and pericardial catheter placement. Because the cook gunther tulip filter could not be retrieved intravascularly and due to [pt]s physical condition, emergency surgery including cardiopulmonary bypass was required to remove the cook gunther tulip filter from the right ventricle of [pt]'s heart. The emergency surgery required the opening of [pt]s sternum and pericardium and cardiopulmonary bypass was initiated. The right atrium was then entered and the cook gunther tulip filter was found in the right ventricle with the tip pointed toward the right ventricular apex and the legs of the filter entwined with the chordae tendinae of the tricuspid valve preventing the closure of the tricuspid leaflets. The entwinement of the filter legs with the chordae tendinae required careful surgical procedures to unwind the legs and chordae tendinae. Once the filter was unwound from the chordae tendinae, the filter was removed from the [pt]s heart. It was further noted that there was an area of ecchymosis near the apex of the ventricular which was consistent with filter puncture at that area of [pt]s heart. Due to the migration of the cook gunther tulip filter to [pt]s heart and the required open heart surgery to remove the cook gunther tulip filter from [pt]s heart, [pt] suffered injury and pain and suffering, and currently suffers from and will continue to suffer from numerous other health risks for the remainder of his lifetime, including increase risk of heart failure, kidney damage, and increased risk of death. [Pt] will require ongoing medical care and monitoring for the rest of his life and may ultimately require additional surgeries in the future." Additional information as follows: patient received an implant on (B)(6) 2016 via the right internal jugular vein due to bilateral pulmonary emboli, left lower extremity thrombus. Patient experienced migration to the right ventricle, failed removal attempt with complications, open emergency surgery required; patient is alleging anxiety. Attempted percutaneous removal of ivc filter and successful emergency open surgery were performed on (B)(6) 2016. Patient outcome: additional information received on 03nov2017: it is alleged that "[pt] suffered injury and pain and suffering, and currently suffers from and will continue to suffer from numerous other health risks for the remainder of his lifetime, including increase risk of heart failure, kidney damage, and increased risk of death. [Pt] will require ongoing medical care and monitoring for the rest of his life and may ultimately require additional surgeries in the future."

Event description:
Per CT angiography chest w/ IV contrast dated (B)(6) 2016, " cardiovascular: the pulmonary arteries are well seen through the segmental level. Pulmonary embolism (pe) noted. Bilateral segmental pulmonary emboli with extension into multiple subsegmental branches. Eccentric nature of these emboli raises the possibility that they are chronic. The main pulmonary artery is of normal size. The thoracic aorta is unremarkable. Incidental note is made of a two-vessel aortic arch which is a normal variant. Prior median sternotomy. There is edematous changes in the retrosternal space as well as in the anterior subcutaneous soft tissues without discrete fluid collection. Thoracotomy is recent. Small amount of fluid seen adjacent to the ascending aorta with a small pericardial effusion. The heart at the upper limits and normal in size. No intracardiac filling defect. Bilateral segmental pulmonary artery emboli. The chronicity of the emboli is unknown. Their eccentric location suggests that they are potentially chronic. Further evidence that would support this is a history of ivc filter placement and reported dislodgment necessitating removal from the right side of the heart."

Manufacturer narrative:
Investigation still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113.